Event description:
The customer reported an exposure to the face while trouble-shooting a cell-dyn sapphire analyzer. While disconnecting the tubing at v225, the customer was sprayed in the face. The customer was wearing appropriate personal protective equipment (ppe): safety glasses, lab coat, and gloves. The customer stated that the liquid sprayed on the safety glasses only and no medical attention was sought. There was no injury reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation for exposure on a cell-dyn sapphire analyzer, serial number (B)(6), included a review of information provided by the customer, a search for similar complaints, ticket trending review, labeling review, and device history record review. While troubleshooting the analyzer, the customer reported being sprayed in the face while disconnecting the tubing at v225. The customer was wearing appropriate personal protective equipment (ppe). The customer stated the liquid sprayed only on the safety glasses and no medical attention was sought. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.